Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3749606 and product code 810081. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. Adverse events associated with patient's first event reported via mw # 2210968-2021-06624. Adverse events associated with patient's second event reported via mw # 2210968-2021-06625. Adverse events associated with patient's third event reported via this report.

Event description:
It was reported that a patient underwent a tot urethropexy on (B)(6) 2014 and the mesh was implanted. It was reported that on (B)(6) 2020, there was wick erosion monitoring. It was reported that the gynecologist found left lateral vagina erosion and distal urethral cyst vs urethral wick trauma causing distal urethral swelling. It was reported that the patient was scheduled for an appointment with the urologist on (B)(6) 2020. Also, another appointment was scheduled for the patient with the gynecologist.